Event description:
It was reported that insulin leaked from the reservoir into the reservoir compartment. It was stated that the reservoir may have been overfilled with insulin. No troubleshooting was performed. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.